Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked from an unspecified location. The event occurred during patient use. It was further reported the transfer set had been in use for two days. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the titanium spike and mainbody. Functional testing, including leak, clear passage, clamp function, and integrity tests were performed with no issues noted. Although the reported issue of a leak was not verified through functional testing, visual inspection revealed a separation at the titanium spike and mainbody (twist clamp). The sample did not meet product specification. The cause was determined to be inadequate solvent application during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.